Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, found leading haptic folded onto the back of the optic and the procedure completed the same day.additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).